Event description:
Urine was noted dripping on the floor under the foley bag. The soft plastic was torn on the bag where the rigid plastic of urimeter meets the bag. This occurred just exactly where all the other foley bags have torn.